Event description:
After stent successfully deployed, balloon catheter would not come out of sheath. Stent successfully placed in bilateral common iliac. After stent deployed, balloon deflated but would not pass back through the 7fr sheath. Additional negative pressure applied to the balloon did not help the situation. The balloon and sheath had to be removed together.

Manufacturer narrative:
Original MDR (1219977-2012-00096) included two devices. This MDR has been created to address second device. Device not returned. A device from the same lot used in the case was returned. A review of the returned component yielded a balloon catheter which had been deployed. Stent strut impressions from the crimping process were apparent on the balloon and catheter shaft in the dilatation area. This is typical for a properly crimped device. The device was intact and able to be inflated to nominal pressure. Vacuum was pulled and the balloon deflated within the required amount of time. The introducer, although damaged at the distal tip was able to be removed with no excessive force. Lot qualifications data from quality control for the provided lot number indicates all samples met the required specifications. No anomalies were observed when traveling through the introducer. With no additional procedural info provided as well as no issues observed with either the data retained by quality control or the notes recorded, atrium can find no fault with the mfg process or the device in question.